Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in good condition. The customer reported product problem was not evidenced in the event history log. The product problem was replicated during testing however; error code 41541 was observed during power up. The investigator replaced a faulty latch lock flex sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smiths medical cadd solis 2120 pump alarmed code lec 1541. Event occurred during testing, so therefore no patient was involved.